Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, heavy resistance was felt when the plunger of the first proglide device at the 10 o'clock position was removed, no suture was present. The suture of a second proglide was successfully pre-placed. Suture pre-placement at the 2 o'clock position was attempted with a third proglide device; however, heavy resistance was felt when the plunger was removed and no suture was present. The suture of a fourth proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second and fourth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss, and plunger retraction problem was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.